Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va09kvc, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. On (B)(6) 2013 it was reported that the patient slipped and fell on her back on (B)(6) 2013. X-rays were taken, and nothing was broken, but the patient was in a lot of pain. The patient increased stimulation to a comfortable level. It was later reported that the patient wanted to decrease stimulation from 1.0 to 0.9v because it was too high. On (B)(6) 2013 it was reported that the patient could not communicate with the patient programmer. Troubleshooting was performed and the patient was able to communicate with the programmer. The patient was at 1.5v and stimulation was too strong. The patient made adjustments of 0.7, 0.8, and 0.9v, which helped her symptoms yesterday. The patient had the amplitude set to 0.8 volts, but she could not feel stimulation; so she increased to 0.9v. The patient had 50% relief since implant. On (B)(6) 2013 the patient was to have a CT scan to assess the pain that she had in her buttocks due to the fall. The patient turned off the ins for the previous x-rays and did not notice a difference in therapy. On (B)(6) 2014 it was reported the patient never had therapeutic effect and was not sure if the stimulator worked properly. The patient did not notice ¿much progression¿ and inquired if there was a way to test it. Since implant, therapy results had been ¿erratic,¿ especially at night. Some nights the patient would use 2 pads, and others they would use 4. The patient was concerned about the nighttime and not getting enough sleep. During the day, the patient could see if they could go every two hours. They had leakage, but it was manageable during the day. It was noted the patient had tried programs 1 and 2 and had been on program 3 at 0.8v for the last week. The patient indicated that ¿if they put the antenna below the incision, they did not feel stimulation and if it was put on the incision, the felt stimulation.¿ during the call, the patient increased stimulation to 0.9v and felt stimulation. The patient also felt painful stimulation a few months prior. An overstimulation sensation was noted. The healthcare provider reportedly told the patient to decrease stimulation. In addition, with the fall shortly after implant, the patient hurt their hip. On (B)(6) 2014 the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. On (B)(6) 2018 patient reported they had their device replaced because it was not functioning in her body. It was determined via x-ray that the lead had moved (date lead movement discovered was not given). No further complications were reported or are anticipated.